Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign matter was found within the syringe. A 75um tandem 3ml microsphere syringe was being prepared when white particles were found within the solution during the mixing phase after drug loading. The 75um tandem 3ml microsphere syringe was not used for the procedure and there was no patient involvement.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary, method codes, results codes, conclusion codes. Device evaluated by manufacturer: visual examination of the device revealed no damage. The microscopic analysis of the device showed the spheres looked to be white and not completely absorbed with the drug. The customer site may not have inverted the device and gently swirled it to completely coat the spheres with the drug. Photos from the customer site were provided to bsc. The image review report concluded that the photos were not consistent with the reported event of foreign material. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user as the device was possibly loaded incorrectly, which may have contributed to the confirmed sphere coating issue. The dfu states to gently swirl the contents before opening the syringe. Use only non-ionic contrast agent in accordance with the contrast agent labeling with respect to dosage. (B)(4).

Event description:
It was reported that foreign matter was found within the syringe. A 75um tandem 3ml microsphere syringe was being prepared when white particles were found within the solution during the mixing phase after drug loading. The 75um tandem 3ml microsphere syringe was not used for the procedure and there was no patient involvement.